Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 22mm pulmonary valved conduit implanted in an (B)(6) year old pediatric patient, was implanted and explanted on the same day. The reason for the replacement was not reported. One day later another 22mm pulmonary valved conduit was implanted. No additional adverse patient effects were reported.